Manufacturer narrative:
One opened suture, in a blister, in a bag was received for the report of tension is weak and breaks without knotting. Sample was visually inspected and found to be nonconforming, suture was broken light in color, not black. Dimensional check for suture diameter was performed and found to be conforming. Functional testing for suture strength was performed and found to be conforming. Because the suture was noted to be lighter in color, a second visual inspection took place. The channels of the needle were opened, the sample was visually inspected and was found to be conforming for black suture color inside of the channels. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be non-conforming visually, however the sample was conforming for all functional and dimensional testing associated with the reported event, therefore tension is weak and breaks without knotting as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Unrelated to the reported issue the suture was found light in color; however since the suture color within the channel was confirmed as black; a root cause cannot be determined for the complaint as described by the customer. No action was taken as the suture was dimensionally and functionally conforming and the exact root cause for the light suture could not be determined. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic suture had weak tension and breaks without knotting before cataract surgery. The surgery was completed on the same day. Details of patient harm was not reported. Additional details has been requested and none received till date.